Event description:
End user reports using this product for years. Three months ago end user reported developing reddened area under appliance near stoma that was not open. States area was raised and painful. When peeled next appliance off end user noted that area was open and had progressively gotten larger. Cannot estimate size. Doctor ordered prescription oral antibiotics x2 courses. The first was prescription zithromax followed by prescription ciprofloxin. No improvement with the prescriptions. No culture was performed and the doctor did not see peristomal skin. Doctor has put in referral for end user to see wound ostomy continence nurse but, appointment has not been made yet. End user was advised to get over-the-counter anti-fungal powder as well. In addition, step by step skincare instructions were discussed with the end user.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted. Note: two cases associated with this complaint. A separate 3500a form has been completed to for the other case. (B)(4).